Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the patient reported they received a call from someone asking about their ins battery and the patient stated they kept missing their call. The patient stated they weren't sure if the caller had been a medtronic representative or not. Patient services asked the patient if there was an issue with the ins battery and the patient stated "it's old and it isn't working." The patient stated they'd had a lot of things happen since they'd been implanted with the device and that they got burned and a whole lot of other things so they didn't know if maybe they did something to it, but they could not give any further information about the "not working" and could say when it stopped working. The patient was redirected to follow up with their health care provider (hcp) and the patient stated they no longer had a managing health care provider (hcp). Sent the patient physician listings at the patient's request so they could meet with an hcp and a rep and their device therapy could be ch ecked. Documented the reported event. No further action was taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.